Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure with placement of a 3.0 x 18 mm xience prime stent in the proximal right coronary artery. On (B)(6) 2012, the patient experienced worsening angina. Single-photon emission computed tomography noted anteroapical ischemia. Patient has been referred for angiography and the angina continues. No intervention was performed. No additional information was provided.

Event description:
Subsequent to the initial and follow-up reports, the following information was received: on (B)(6) 2013, during a diagnostic coronary angiogram, two new lesions were noted. One lesion distal to the index lesion in the proximal right coronary (prca) artery and one ostial to the rca. Percutaneous coronary intervention was performed with one stent implanted distal and overlapping the 3.0x18mm xience prime stent and one proximal, not overlapping. Reportedly, the index stent was patent with no restenosis or edge stenosis. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. Angina and ischemia are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. Angina, ischemia, and stenosis/restenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the final medwatch report filed on (B)(4) 2013, additional information was received which indicates that on (B)(6) 2013, the patient underwent a revascularization procedure in the right coronary artery.